Event description:
Customer continues to have issues with mask 47117. Mask rips easily, nose piece pops outs during use with covid patients. Several staff members noticed the product was falling apart, and nose piece would come out even before wear. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time.

Manufacturer narrative:
This product was not returned for evaluation. The device history record evaluation was not conducted given a lot number was not provided. Notification was sent to manufacturing leaders for awareness. A root cause was not identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.